Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2026, the patient experienced inaccurate readings where the cgm reading was 300 mg/dl while the fingerstick reading was 40 mg/dl. While at the ER, the patient also encountered inaccurate readings. The patient was unable to provide the exact cgm readings as he was told not to use his sensors. The fingerstick they took was showing 200 mg/dl. The patient was vomiting and experienced pain. While at the ER, the patient was diagnosed with dka and was admitted to the ICU. At the ICU, the patient was treated with novalog insulin via injection and insulin IV. The patient was not using his sensor at the ICU and his glucose was monitored using fingersticks. His bg reading was about 200 mg/dl. The patient stayed at the hospital until on (B)(6) 2026 and he was discharged. At the time of the call, the patient was fine. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was previously reported that no reported glucose values were available to search within the parkes error grid calculator. However, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).